Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient hit his arm on a tree and after a while he noticed that his phone was saying no signal. When he got home, he removed the sensor, and the wire broke from the sensor pod and remained in his skin, but he did not attempt to remove the wire. On (B)(6) 2025, he developed a little pimple at the insertion site, and by (B)(6) 2025, redness and swelling occurred (three inches in diameter), which prompted him to go to an urgent care. In the clinic, he was given novocain, and then an incision and drainage was performed to release the pus and blood at the insertion site. The doctor was not able to locate the wire and covered the small cut with a band aid, prescribed an unspecified oral antibiotic (four times per day, for 7 days). The patient was advised that if the swelling grew bigger, he needs to contact his primary care doctor and do an ultrasound. On (B)(6) 2025, the swelling grew to 4 inches in diameter, so the patient went to his primary doctor and had an ultrasound. The doctor performed an ultrasound which showed no evidence the wire was retained under the skin. He was prescribed a different course of oral antibiotic (sulfamethoxazole trimethoprim 800 mg, every 12 hours for 10 days). At the time of the report, the patient stated that the insertion site looks better now and just looks like a tiny pimple. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.